Manufacturer narrative:
The medical product is not available for analysis, and it could therefore not be examined itself. The analysis is thus based on the provided iegm excerpts. They confirmed the noise artifacts mentioned in the complaint text in the atrial and ventricular channel, which led to shock deliveries. Despite the available information, the defect cause cannot be evaluated because this would require an examination of the lead itself. If additional relevant information or the device itself should become available, the incident will be updated accordingly.

Event description:
After an implantation period of approximately 65 months, oversensing with inappropriate shocks was reported. During the revision procedure, the lead could not be extracted due to strong adhesion. Via xray, a possible insulation breach of the lead was observed. The lead was capped.